Event description:
A customer reported ophthalmic system displayed system messages and chamber instability occurred during cortex. A nucleus chip left over created surge event and patient experienced collapsing chamber. Bubbles throughout the day during high vacuum levels in all procedure steps. Remote pairing issues occurred. The procedure completion details have not been provided. The current patient condition was unknown. This complaint is pertaining the first of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to confirm the first reported system message (sm) code (via event log review). To address the first sm, the nonconforming power tray assembly was subsequently replaced. The other three (3) sms reported, were not replicated nor confirmed. The system was then tested and found to meet specification. It should be noted that the surgeon is a trained medical professional that in the event of an incident the surgeon will mitigate those issues to proceed manually. Based on the information available, the root cause of ¿bubbles, chamber instability, anterior chamber collapse, remote pairing issues and suction issues related to the nucleus chip¿ is unknown and therefore inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. This complaint was determined to be due to a nonconforming power tray. The root cause of bubbles, chamber instability, anterior chamber collapse, remote pairing issues and suction issues related to the nucleus chip is unknown and therefore inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.